Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info (including x-rays and medical records) was requested. If it becomes available, the eval summary will be submitted in a supplemental report. This is the same pt / event as: MFR # 2249697-2011-00367.

Event description:
It was reported that, "knee was unstable. There was the thickest tibia spacer, 31mm and the thickest distal femur spacers, 15mm. Doctor took out the tibia component and replaced them with an allograft and new triathlon tibia components. The island of the top of the baseplate broke while taking out."